Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; the analyst noted that the lead was returned with the helix fully extended, bent, and stretched, with blood and tissue on it and the distal conductor distorted and fractured within the connector. Blood and tissue on the helix from dislodgement most likely caused t he helix to not retract and the distal conductor then became distorted and fractured within the connector; full lead returned and analyzed.

Event description:
It was reported that when the physician handled the lead, the helix spontaneously extended, and helix was fixed near the tricuspid valve. The helix was unable to retract. Open-heart surgery was performed for explantation of the lead. The physician commented that this phenomenon does not have relation with the lead. The lead was removed successfully, with no patient complications reported.